Event description:
The coulter lh500 instrument generated erroneously low hemoglobin (hgb) results on seven (7) patient samples. The results were reported out of the lab. The samples were re-tested and corrected reports were sent out. There was no effect to the patients or user.

Manufacturer narrative:
The specimens were collected in plastic corvac edta tubes and bd vacutainer. Qc is run 3 times daily. The initial hgb results were printed with user defined h&h check flags (h&h = hemoglobin and hematocrit check flag) a field service engineer (fse) was dispatched: a) the fse reset the rbc and hgb calibration factors and cleaned the blood sampling valve (bsv). B) the fse verified the repair per established procedures. Results meet published performance specifications. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.